Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) found that the user had tapped the exit button without logging out, which caused the drawer not to open when attempting to issue medication. The user logged out and back in, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower issue was reported when the drawer did not open while multiple medications were being issue the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.